Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump buttons need to press more than once to respond as well as the number and ect buttons were little sticky. Customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump screen was scratched which makes it difficult to read. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip and scratched lcd display window noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed self test. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no anomaly noted during testing.